Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the implantation procedure. In summary, the lead's distal part was found bent, which resulted most likely from the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead dislodged overnight after implant. The physician tried to reposition the lead with no success and ended up explanting this lead and implanting another. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.